Event description:
Olympus was reported that the instrument was damaged earlier than normal. There was no pt harm reported. No more info has been obtained.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) for eval. The eval confirmed that the ptfe pad was severely worn and the probe was heavy scratched. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output w/o grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Since the ptfe pad severely wore, the metal part of the jaw and the probe came into contact with each other and the probe was heavy scratched. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found. Based upon the finding of the eval, this report appears to be related to user handling.